Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported via user medwatch # (B)(4) that the tip of the catheter that got separated from the catheter was stuck in the right coronary artery (rca). The patient then experienced pain; however, there were no st-t wave changes present. There was mildly sluggish flow in the distal rca.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the distal right coronary artery (rca). An unknown stent was deployed in the target lesion. However, the stent did not fully expand. Subsequently, a 12mm x 3.00mm quantum apex¿ balloon catheter was advanced to fully expand the stent. The balloon was inflated at 26 atmospheres for 35 seconds but the lesion did not yield. The balloon was inflated again at 26 atmospheres for 45 seconds; however, the balloon ruptured. Upon pulling the device out, the physician noted that the balloon had separated from the shaft. The patient was then sent for bypass surgery; however, the balloon was left in the artery. No further patient complications were reported and patient's status is stable.